Event description:
Customer reportedly tested 141 mg/dl and took 4 units of insulin. She states that she does not recall any events until approximately 3 hours later when the paramedics were tending to her. She reports that the police arrived at some point prior to paramedic's and gave the customer glucose. The paramedics tested the customer at 29 mg/dl on their device. She was given an IV of unknown substance. No quality controls were used. Requested return of suspect device and replacement was sent.